Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing that resulted in delivery of a single inappropriate shock one day post implant. Technical services (ts) discussed the potential of air entrapment around the device or electrode and discussed the air should dissipate. No adverse patient effects were reported. This product remains in service.